Event description:
It was reported that a patient's blood glucose levels reached 24 mmol/l (432 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.